Manufacturer narrative:
The device was received deployed. Investigation of the drive mechanism found the spring latch to be misaligned on the ratchet gear causing the clutch spring to not release from the spring latch and the plunger to not advance and dispense medication. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose level reached 330 mg/dl. The pod was worn between 1 and 4 hours on the leg. Hyperglycemia treated with a new pod and manual injection.